Event description:
An engineer reported that the energy levels of the laser were unstable. As a result, there was low precision in the retractive correction of two unidentified pt. In a follow up, the surgeon indicated that instead of attaining eighty percent of the expected correction, only fifty percent of the correction was achieved. Additional info was requested from the surgeon; however, he did not provide additional details or identifiers about the pts.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).